Event description:
It was reported that the patient felt as the device was not ¿running right¿. Follow up was conducted and the patient has not been seen since november 2013. At that time, the device function was normal with plenty of battery life left. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).